Manufacturer narrative:
Date of event is estimated the device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a guide separation occurred with a prostyle device relative to an unspecified procedure. Hemostats were used to remove the separated guide. The method used to achieve hemostasis was not provided. No additional information was provided.